Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor however, the motor passed motor test. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during rewind. Some motor error alarms were found in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.